Event description:
Patient had his coccyx removed and was still having increased pain in that area. Patient also had lumbar neuritis. Hcp ordered an MRI with and without contrast for t-spine and lumbar spine to rule out a granuloma. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).